Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robot-assisted laparoscopic prostatectomy procedure on 3/24/2020; and a barbed suture was used. During the procedure, the suture pulled off the needle (or the suture was broken at the swage part) at the second stitch in urethral anastomosis. The surgeon tried to pull out the suture but was unsuccessful so it was cut into short pieces. Posterior wall suturing was performed using another suture. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/29/2020. Additional information: d10,h4. H3 evaluation: one empty open foil, one empty labeled winding former and needle were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appeared to be by the use of surgical instrument. In addition the suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause is an improper handling of the sample. The reported complaint was by external cause.